Event description:
It was reported that during an initial total knee arthroplasty, the inner sterile packaging was found to be damaged. The plastic blister appeared to be melted despite the outer packaging being undamaged. The implant was implanted at the surgeon's discretion. All available information has been provided.

Manufacturer narrative:
(B)(4) g2: foreign: new zealand. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon completion of the investigation, a follow-up MDR be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h11. Visual evaluation of the provided photos found the sterile packaging exhibits damage that is visually consistent with thermal damage. Sterility breach cannot be determined as the packaging has been opened; therefore, the blister seals cannot be evaluated. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event is attributed to transit damage. The cause of thermal damage can occur in transit and storage conditions from the time a package leaves the manufacturing site to the time it arrives in the distribution center. Actions are being taken to address the reported event. Reported event was confirmed by review of provided photographs. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.